Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level was 166 mg/dl. The customer declined to perform further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.